Event description:
It was reported by service report that the stretcher brakes were not engaging. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Replace base and jacks.